Event description:
It was reported the patient experienced no stimulation sensation for four weeks even though the parameters were increased. The patient was seen by a physician. The patient had surgery to fix the problem. The device system was replaced. The patient no longer had problems with the spinal cord stimulation system. It was also reported the patient's programmer was replaced.